Event description:
The surgeon attempted to implant a three piece silicone lens model aq2003v. The lens cracked as it was being folded into the cartridge and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.